Manufacturer narrative:
(B)(4).

Event description:
The pt experienced increased pain. It was determined that the intrathecal portion of the catheter was fractured. The catheter was surgically revised on (B)(6) 2010. It was noted that there was a piece floating in the intrathecal space; the rest of the catheter was explanted. The pt recovered without sequela.